Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. The investigation is unconfirmed for self-activation, as the device functioned as intended. The definitive root cause could not be determined based upon available info.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that during a biopsy and after the first tissue sampling. The device fires off on its own after being locked into the fully primed position. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of pt or user injury.